Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was MRI. Customer also reported to have received a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit failed displacement test (283.9 units remaining on the status screen) followed by a motor error alarm during rewind and motor position encoder error alarms at the history file due to motor encoder signal out of phase. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarms. No cosmetic damage noted.